Manufacturer narrative:
(B)(4). The analysis results showed that an ecr60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, initial firing on tissue adjacent to pylorus. The distal 1/3 of the inner row (farthest from the cut line) did not fully form. The surgeon felt the need to over sew the area with interrupted silk sutures. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.